Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with pulmonary embolism and deep vein thrombosis was status post thrombolysis and a vena cava filter was deployed below the level of the renal veins. There were no complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 03/2012, manufacture date: 03/2009. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb from the inferior vena cava. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb detached. The device has not been removed and there were no reported attempts made to retrieve the filter and detached limb in the inferior vena cava. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years of post-deployment, md lumbar spine with obliques was performed due to low back pain and result showed that there was an inferior vena cava filter noted with a fracture strut fragment identified in close approximation. After, twelve days, the patient presented for hospital visit and had a recent evaluation for back pain and was noted to have a strut fracture on inferior vena cava filter. Around, three years and eight months later, computed tomography of abdomen with contrast was performed due to abdominal pain and result showed that there was presence of an inferior vena cava filter in with slight posterior tilt situated below the renal veins with the distal tines of the filter projected beyond the lumen of the inferior vena cava without evidence of fracture with one of the posterior tines slightly eroded into the right anterior superior endplate of l4. Around, three months and three weeks later, computed tomography of abdomen and pelvis with and without intravenous contrast showed that the inferior vena cava filter with struts extended beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiration date: 03/2012). H4: (manufacturing date: 03/2009). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.